Event description:
It was reported that bd bactec¿ fx, instrument top, packaged obtained a false negative results on sample. The following information was provided by the initial reporter: a bk bottle was allegedly measured false negative in the bactec. I have looked at the case accordingly. The potential "false negative" bottle (44938679710) was placed in on 2.08 and removed on 7.08.23 with a negative result. On 22.08 (almost 14 days later) the customer requested and printed the curve of the bottle. I have looked at the period from 02-07.08.23 and have come to the following conclusion.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Customer contacted bd support regarding their bactec fx top 441385 sn (B)(6) alleging false negative results. Bd service pulled the log files for the instrument for investigation but were unable to find any fault with the instrument. Log files were sent to r&d for further analysis and it was determined there was no instrument error and that the discrepant result was likely due to a delayed vial entry of the sample. This complaint is being unconfirmed as a true failure of a bd instrument. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review showed no prior complaints related to the failure mode were present. Samples in the form of log files showed that there were no instruments present and the root cause was due to delayed vial entry. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h.10.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged obtained a false negative results on sample. The following information was provided by the initial reporter: a bk bottle was allegedly measured false negative in the bactec. I have looked at the case accordingly. The potential "false negative" bottle (44938679710) was placed in on 2.08 and removed on 7.08.23 with a negative result. On 22.08 (almost 14 days later) the customer requested and printed the curve of the bottle. I have looked at the period from 02-07.08.23 and have come to the following conclusion: